Event description:
A dental implant was placed in tooth location #30 in 2004. Subsequently, the pt had a lot of discomfort. The implant was close to mandibular nerve and the lower anterior lip and chin were numb. About three weeks later, the implant was removed. In 2004, the dr's assistant was contacted and she stated that the pt was still experiencing a little numbness. The assistant indicated the pt will be reimplanted by year's end.